Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information. For the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd received samples for investigation, including 32 in total. Of these, 10 returned samples were used for functional tests, and no blood splatter occurred. Additionally, 10 retained samples were used for functional tests, and no leakage was observed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint has not been confirmed for the indicated failure mode: splatter bd was not able to identify a root cause for the indicated failure mode. Based on an evaluation of severity and frequency it was determined that no corrective actions are required. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 6 of 7: it was reported while using bd vacutainer® push button blood collection set, blood splattered on the glove of the healthcare worker when the safety button was pressed. This occurred 2 times. No adverse impact was reported regarding the patient or user.